Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
Correction: during the procedure, the cat3 became kinked and fractured while being advanced through another manufacturer's sheath. The event description should read as follows: the patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat3). During the procedure, the cat3 became kinked and fractured while being advanced through another manufacturer's sheath. The fractured cat3 was removed and the procedure was completed using a new cat3 with the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat3). During the procedure, the cat3 became kinked and fractured while being advanced through a sheath. The fractured cat3 was removed and the procedure was completed using a new cat3 with the same sheath. There was no report of an adverse effect to the patient.